Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: the pump was returned with the following sound settings: normal bolus, audio bolus, alert, reminder, warning, alarm/error set to high; temp basal set to off; remote bolus set to vibrate. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally with functional auditory and vibratory features. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Test boluses were performed with the sound features set to vibrate. All boluses were fully delivered and the pump gave the appropriate vibration alerts. No errors, alarms, or warnings occurred during investigation. The complaint of inoperable vibratory features could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that on 01/23/2016 the patient experienced low blood glucose (bg) of 21mg/dl with loss of consciousness, confusion, dizziness, unsteadiness when standing and walking, and difficulty speaking associated with a vibration issue with the pump. The patient was reportedly treated by a non-healthcare provider with glucose tabs/gel and food/drink. The patient reportedly remained on the pump. The pump's vibratory features were reportedly not functioning. The reporter stated that a bolus had been delivered but the pump did not vibrate before or after bolus delivery, so the user thought the bolus had not delivered and the bolus was repeated, resulting in low bg. Customer technical support reviewed the pump with the reporter and found all sound settings were programmed correctly. The reporter noted that the patient's health care provider had changed basal rate and bolus settings before/after the alleged bg incident. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an issue with the pump's vibratory features.